Event description:
A healthcare facility in (B)(6) reported that the inlet port of an rd900 infant resuscitator was broken. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 (neopuff) device was not expected to be returned to fisher & paykel healthcare for evaluation. Our investigation is based on our knowledge of the product and the event description provided by the hospital. Results: the inlet port of the complaint neopuff device was reported to be broken. A lot check revealed no other complaint of this type for lot number 040203. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the damage to the neopuff gas outlet port was due to impact. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient" as per the customer's decision, a replacement fascia and valve system was provided to the hospital.